Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator - (B)(6) 2013; 407652 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported of a possible atrial lead dislodgement as the lead was not sensing p-waves; not capturing. It was noted that an x-ray hinted of possible lead dislodgement. It was also reported that it appeared that the helix of the lead was not functioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event..